Manufacturer narrative:
Date of event. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Lee, w.w., ehm, g., yang, h.j., song, i.h., lim, y.h., kim, m-r., kim, y.e., hwang, j.h., park, h.r., lee, j.m., kim, j.w., kim, h-j., kim, c., kim, h.c., park, e., kim, i.y., kim, d.g., jeon, b., paek, s.h. Bilateral deep brain stimulation of the subthalamic nucleus under sedation with propofol and fentanyl. Plos one. 2016. 11(3):e0152619. Doi:10.1371/journal.pone.0152619 summary: awakening during deep brain stimulation (dbs) surgery may be stressful to patients. The aim of the current study was to evaluate the effect on mer signals and their applicability to subthalamic nucleus (stn) dbs surgery for patients with parkinson's disease (pd) under sedation with propofol and fentanyl. Reported events: patient 3: a (B)(6) female patient with bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) experienced a wound infection which was improved with antibiotics and wound revision. The authors reported all patients were implanted with bilateral implantable neurostimulators (ins) under each clavicle, but it was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.